Event description:
It was further reported that the reamer was poorly calibrated and at the time of drilling through the femoral neck a larger perforation was made. It had been calibrated at 75 and drilled down to 110 mm, reaching the pelvis. The error was made by the technical assistant, who made a mistake in the assembly of the piece.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. . H10 additional narrative: h3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. B3, b4. G3: date received by manufacturer on the initial report should be december 23, 2020

Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is jnj representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020 the patient underwent for an unknown surgery. During the surgery, while drilling through the femoral neck, the reamer was made larger perforation. The articular cartilage was perforated. The surgery was completed with 30 minutes delay. There were no fragments are generated. There were patient consequences reported. Concomitant device reported: unk - drill: (part# unknown; lot# unknown; quantity: unknown). This complaint involves one (1) device. This report involves one (1) complete opening drill bit/ reamer assembly. This is report 1 of 1 for (B)(4).